Manufacturer narrative:
The device was discarded by the hospital therefore it is not available for evaluation. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No further actions will be taken.

Event description:
It was reported that the connections between the zero stopcock and pressure tubing got disconnected and led to blood leakage. The customer commented that they feel that this connection is more loose than before. Although there was blood leakage observed, there were no patient complications reported by the customer.